Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D6b: explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7075266/7076182.

Event description:
It was reported that the patient underwent a system explant procedure due to inefficient therapy. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.